Manufacturer narrative:
The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and there were no signs of blockage or physical abnormality that could have caused the reported flow problem. Continuous flow was observed. A functional flow rate test was performed and was found to be within the product specification range of 2.25 ¿ 2.75 ml/hr. The reported issue was not verified. The sample was conforming to all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that underinfusion of solution was observed during patient infusion with a small volume infusor device. The device was filled with 70ml of 5fu and 35ml of saline, the total fill volume was 105ml. The reporter stated that the expected flow rate was 105ml/46 hours; however, the flow slowed/stopped after 24 hours and infusion was completed by the healthcare provider. There was no patient injury or medical intervention associated with this event. No additional information is available.